Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia'), vaginal haemorrhage ('abnormal bleeding (vaginal/)'), polycystic ovaries ('polycystic ovarian syndrome') and diabetes mellitus ('diabetes') in a 42-year-old female patient who had essure (batch no. A47945, a63341) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included polycystic ovarian syndrome and colonoscopy. Previously administered products included for an unreported indication: mirena from (B)(6) 2013 to (B)(6) 2013. Concurrent conditions included hypercholesterolemia, diverticula of intestine and uterine bleeding. Concomitant products included atorvastatin since (B)(6) 2018, bupropion hydrochloride (wellbutrin) since (B)(6) , celecoxib (celexa) from (B)(6) to (B)(6) , insulin aspart (novolog) since (B)(6) , insulin glargine (lantus) since (B)(6) 2016, lisinopril since (B)(6) , lovastatin since (B)(6) to (B)(6) 2018, medroxyprogesterone acetate (depoprovera) (B)(6) 2013 to (B)(6) 2013, metformin since (B)(6) 2013, oxybutynin since (B)(6) and phentermine from (B)(6) to (B)(6). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced constipation ("constipation"), 1 year after insertion of essure. In (B)(6) , the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) , the patient experienced diabetes mellitus (seriousness criterion medically significant). In (B)(6) , the patient experienced incontinence ("incontinence"). In (B)(6) , the patient experienced mood swings ("mood swings"). On (B)(6) 2018, the patient was found to have uterine leiomyoma ("fibroids"). On an unknown date, the patient experienced polycystic ovaries (seriousness criterion medically significant). The patient was treated with surgery (ablation, hysterectomy with bilateral salpingectomy and removal of cysts). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, vaginal haemorrhage and mood swings had resolved and the polycystic ovaries, diabetes mellitus, incontinence, uterine leiomyoma and constipation outcome was unknown. The reporter considered constipation, diabetes mellitus, incontinence, menorrhagia, mood swings, polycystic ovaries, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: date of additional surgeries: (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: adequately positioned essure closure. Total bilateral occlusion. Lot number: a47945; manufacturing date: 2012/09; expiration date: 2015/09. Lot number: a63341; manufacturing date: 2012/10; expiration date: 2015/10. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-oct-2019: quality safety evaluation of product technical complaint. On 8-oct-2019: pfs received. No new information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia'), vaginal haemorrhage ('abnormal bleeding (vaginal/)'), polycystic ovaries ('polycystic ovarian syndrome') and diabetes mellitus ('diabetes') in a (B)(6) female patient who had essure (batch no. A47945, a63341) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included polycystic ovarian syndrome and colonoscopy. Previously administered products included for an unreported indication: mirena from 3-(B)(6) 2013 to (B)(6) 2013. Concurrent conditions included hypercholesterolemia, diverticula of intestine and uterine bleeding. Concomitant products included atorvastatin since september 2018, bupropion hydrochloride (wellbutrin) since 2017, celecoxib (celexa) from 2017 to 2018, insulin aspart (novolog) since 2017, insulin glargine (lantus) since (B)(6) 2016, lisinopril since 2016, lovastatin since 2016 to september 2018, medroxyprogesterone acetate (depoprovera) (B)(6) 2013 to (B)(6) 2013, metformin since (B)(6) 2013, oxybutynin since 2016 and phentermine from 2013 to 2015. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced constipation ("constipation"), 1 year after insertion of essure. In 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In 2015, the patient experienced diabetes mellitus (seriousness criterion medically significant). In 2016, the patient experienced incontinence ("incontinence"). In 2017, the patient experienced mood swings ("mood swings"). On (B)(6) 2018, the patient was found to have uterine leiomyoma ("fibroids"). On an unknown date, the patient experienced polycystic ovaries (seriousness criterion medically significant). The patient was treated with surgery (ablation, hysterectomy with bilateral salpingectomy and removal of cysts). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, vaginal haemorrhage and mood swings had resolved and the polycystic ovaries, diabetes mellitus, incontinence, uterine leiomyoma and constipation outcome was unknown. The reporter considered constipation, diabetes mellitus, incontinence, menorrhagia, mood swings, polycystic ovaries, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: total bilateral occlusion. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: adequately positioned essure closure. Total bilateral occlusion. Most recent follow-up information incorporated above includes: on 19-sep-2019: pfs and mr received. Reporter information, lot number, lab data, historical drug, medical history added. Previously reported event injury to herself were updated to abnormal bleeding (vaginal), menorrhagia, mood swings, diabetes, incontinence, fibroids, constipation, polycystic ovarian syndrome. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.